Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed in 2009. According to the complainant, during the procedure, the clip would not advance through the sheath. The case was completed with another of the same device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unknown. According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.